Event description:
Clinical trial: same pt as MFR #6000093-2006-01085. Four days post index procedure the pt experienced a target vessel revascularization. The index procedure treated the mid and proximal rca. The pt presented with an mi. The vessels treated were 3.8 mm in total width, and 40 mm in total length. There was 100% occlusion. The physician predilated the lesion prior to placing a 3.5 x 32 mm taxus express2 and a 3.5 x 15 mm taxus express2 stent. The pt experienced a severe dissection of the distal rca during the index procedure. The pt also received bivalirudin (study drug) during the procedure. Residual stenosis post procedure was 30%. The circumflex artery was noted to be occluded, and an elective staged procedure was scheduled for 4 days later. During the scheduled stage procedure for the circumflex, angiography revealed occlusion of the index rca. Successful revascularization was performed and 2 chopin/briton bare metal stents were implanted. The pt recovered with sequalae (unk) and the event was considered resolved. It was noted that a non q wave mi was dodumented, but ECG and enzymes were negative for mi. In the opinion of the physician, the tvr was probably related to the study device, study procedure and study drug. The pt was discharged home on plavix and aspirin with planned pci of circumflex in one month.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to determine how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch namely top assembly batch # 7742717 found that the device met its material, assembly and product specifications, at the time of release to distribution. No further corrective action is planned at this time. All relevant personnel have been notified of this complaint. Co will however continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality. This particular batch # 7742717 has no other associated complaints to date.